Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an endocarditis infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient c complications have been reported as a result of this event.